Event description:
The device was used during a coronary artery bypass graft with saphenous vein harvesting. It was reported the laparoscope could not be removed from the svsd1. After several attempts by the pa and the surgeon, the pa had to cut open the device in order to remove the laparoscope. There was no consequence to the pt. 1/13/97 it was reported the same difficulty was experienced with the svsr1.